Manufacturer narrative:
(B)(4). Date sent: 9/25/2025. -additional event information: it says that laparoscopic low anterior resection, but do you know the rectal resection location (e.g., ra, rb, etc.)? The resection location is unknown. Were there any problems with tightening the adjusting knob or releasing the safety? There were no particular problems, and the led light was on. When replacing the device, was the anvil replaced? The anvil was not replaced. Were there any changes to the surgical procedure due to this event (e.g., additional resections, additional port holes, creation of an unplanned colostomy, etc.)? None in particular. Are there any problems with the patient's condition after surgery? There were no problems.

Manufacturer narrative:
(B)(4). Date sent 10/20/2025. D4 batch #659d98. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with the anvil missing. The breakaway washer was not present and there were staples present indicating that the device had not been fired. A new washer was placed on a test anvil. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 659d98, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the device did not response at all and the device could not be fired after placing the anvil when connecting and the fire button was pressed. It was unknown whether the battery was responding. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.